Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to release. A field service engineer found aluminum shavings on the row board contacts, cleaned out all the debris and rebooted the device to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer did not accessible, preventing user from removing the required medication, the customer stated that there was delay since user had to get medications from a different machine. There were no adverse events or injuries reported based on this event.